Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section d9: estimated date section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: the device has been received by medtronic japan service and repair and is under evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated an alarm sound and ventilation stopped. There was no injury to the patient.

Manufacturer narrative:
Section d9 was updated due to part return. Section h6 evaluation codes were updated due to analysis of returned part. Conclusion code (annex d) remove d02 and add d14 conclusion code (annex g) remove g02005 and add g07001 h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated an alarm sound and ventilation stopped. The device was available for evaluation. A review of the ventilator logs confirmed the reported loss of ventilation (lov). Service personnel (sp) inspected the unit and replaced the mix controller printed circuit board assembly (pcba). The unit passed all the required calibrations and tests as per the manufacturer¿s specifications at the time of service. One mix controller pcba was returned to medtronic for analysis: the returned component was visually inspected and functionally tested with no malfunction or product deficiency observed. The cause of the event could not be established; however, the suspected cause of the reported event was isolated to the unit not recovering the bd reset with subsequent post failure, resulting into lov. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d4 unique identifier (UDI)# updated section d9 was updated due to device evaluation. Section h6 evaluation codes were updated due to device evaluation method code (annex b) remove b21 and add b01 result code (annex c) remove c21 and add c13 conclusion code (annex d) remove d16 and add d02 conclusion code (annex g) remove g07003 and add g02005 h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated an alarm sound and ventilation stopped. The device was available for evaluation. A review of the ventilator logs confirmed the reported loss of ventilation. Service personnel (sp) inspected the unit and confirmed the reported issue. Sp replaced the mix controller printed circuit board assembly (pcba) for the issue. The unit passed all the required calibrations and tests as per the manufacturer¿s specifications at the time of service. The cause of the event was isolated to a potential fault in the mix controller pcba. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.